Event description:
The lay user/patient contacted lifescan alleging the meter had a "black dot covering half of the display." There were no allegations of harm or injury. Replacement products were sent to the patient. On (B)(4) 2011, lfs received the meter involved with this complaint and device evaluation was completed on (B)(4) 2011. Evaluation determined that the returned meter failed testing because testing revealed a broken display. This complaint is being reported due to the failed device evaluation testing.